Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: f/g,promus element,mr,ous 3.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent identified stent damage and movement on the balloon. Damaged was noted across the entire stent with most severe damage noted at the distal end. The stent had moved in a proximal direction on the balloon and struts of the distal end of the stent had been bunched in a proximal direction. The balloon was reviewed and no issues were noted with the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 3.50x16mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon.